Event description:
Patient was revised because of osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the cause of the reported osteolysis. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.